Event description:
It was reported by the customer that during a rotator cuff repair surgery on (B)(6) 2022, it was observed that a needle was stuck in the expressew iii ac+ gun device; and that it appeared that someone had tried to take the device apart to take the needle out of it. During in-house engineering evaluation, it was determined that a needle was stuck inside the gun on the expressew iii ac+ gun device. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and of device received visual observations revealed marks of wear. The gun was found completely damage, it appeared that it was tried to open. Finally, the needle was stuck inside the gun and the white flag was missing. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Based on the results, this complaint can be confirmed. The maintenance conditions of the device is unknown, the possible root cause of reported failure could be related to an improper maintenance during cleaning/ sterilization cycle would lead to bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. After repeatedly passing the needle through tissue could have stuck inside the device. The damage in the gun revealed that it was attempted to be opened. As per IFU, inspect the expressew prior to use to ensure proper mechanical function. To load the needle, insert the sharp end of the needle into the rear of the instrument (near handle) with the flag up. Engage the needle by aligning the notch in the needle to the nub on the passer. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-solubel lubricant in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.